Manufacturer narrative:
Manufacturing site evaluation: samples received: 5 unopened units. Analysis and results: there are no previous complaints of this code batch. A total of 1,008 units of this code batch were manufactured and distributed there are no units in stock. Received five closed samples. Tested the needle attachment of the samples received and the results fulfill the OEM requirements. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill the OEM requirements. Final conclusion: complaint is not justified. Corrective/preventive actions: na.

Manufacturer narrative:
Manufacturing site evaluation: on-going.

Event description:
Country of complaint: (B)(6). The needle is detached from the thread.